Event description:
This event is to report on literature involving an abbott pacemaker. It was reported that the patient presented for a device exchange due to normal battery depletion. During the surgery, the pacemaker's set screw was stripped and could not be removed which prevented the lead from being removed from the header. The pacemaker was successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Implantable device conference title: a case in which the pacing lead was not removed from the connector when the generator was replaced, requiring the implantation of a new lead (2022 14th p.167 cp-40).